Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. It was found that there was a downstream occlusion. The root cause was that the dso sensor was defective, and the dso seal was detached. These will be replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a broken screen, no more details provided. It is unknown if there was patient involvement. During the investigation, it was found that the dso sensor was defective, and the dso seal was detached causing a downstream occlusion.